Manufacturer narrative:
Evaluation result code updated.

Manufacturer narrative:
The field service engineer adjusted a probe, adjusted a nozzle, and changed the electrode. The issue was resolved after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). UDI number: (B)(4). Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. The initial values were reported outside of the laboratory to the doctor. The samples were repeated and the repeat results were expected for the patients. The first sample initially resulted in a na value of 128 mmol/l, which repeated as 138 mmol/l. The second sample initially resulted in a na value of 131 mmol/l, which repeated as 142 mmol/l. The third sample initially resulted in a na value of 122 mmol/l, which repeated as 136 mmol/l. The na electrode lot number was l99_2021, with an expiration date of 20-jan-2022.